Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing a mild fever and palpitations. It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged and failed to capture. It was further reported the ra lead showed low impedances and diminished sensing. The rv and ra leads were reprogrammed and explanted. During an attempt to replace the rv lead the physician noted poor slack, upon removal of the lead it was noted that it was bent. A new rv lead was chosen. The rv and ra leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.